Manufacturer narrative:
Lot/serial number was manufactured prior to UDI compliance date; therefore, only a di is provided evaluation of the customer issue included a review of the complaint text, a search for similar complaints, labeling review, device history review, and log review. No adverse trend was identified for the customer issue. Labeling was reviewed and found to be adequate. Device history review did not identify any issues that may have caused the customer issue. Log review identified occurrences of aspiration errors during the time period preceding the falsely elevated result. Maintenance log review showed cuvette wash maintenance was not performed as required in the time period preceding the falsely elevated results ((B)(6) 2016). Based on all available information and abbott diagnostics complaint investigation, no product deficiency was identified.

Event description:
The customer reported a falsely elevated creatinine result for one patient that was generated using clinical chemistry creatinine reagents. The following data was provided. The customer uses normal range 0.6 to 1.00 mg/dl. Sid 9914726 initial 10.86, repeat 0.95, 1.0. Repeat testing on another analyzer, 0.97 . No impact to patient management was reported.